Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result was 1.09 ng/ml. The customer's access 2 instrument was programmed to automatically retest (reflex) pt samples that produce questionable results. The reflexed accu tni result was 0.91 ng/ml. The elevated reflexed accu tni result was reported out of the lab. The physician questioned the elevated accu tni result based on the elevated result not matching the pt's clinical presentation. The customer retested the pt for accu tni and the accu tni result was 0.18 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.